Manufacturer narrative:
Additional, changed, or corrected data: b.5, d.7, g.1, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
Physician reported right side "shape change... Ultrasound and MRI showed right mammary shell integrity loss." The device remains implanted.